Event description:
Follow up with the physician revealed that the patient has a medical history of aggressive behavior pre-vns, and in fact, he "has always been that way." The physician feels that vns has helped the patient's quality of life. The patient is more alert and active with vns. The vns magnet helps stop his "bigger seizures." The physician is not sure if some of the "seizures" are really from the patient's anxiety or if they are actual seizures. The patient's eeg looks better. The patient is being referred for more testing to see if the cause and type of seizures can be better determined. The patient's increase in seizures was reportedly below pre-vns levels. No causal or contributory programming changes, medication changes, or other external factors are believed to have preceded the onset of the events. However, it was reported that the patient is only on one medication now, so it may be possible that this contributed to the hospitalization due to aggressive behavior and increase in seizures. No additional information was provided.

Event description:
A reporter indicated that a vns pt was being hospitalized due to an increase in seizures and aggressive behavior. It was noted that the pt's medications were recently decreased because the pt was doing well. Attempts for additional info have been unsuccessful to date.